Event description:
During the atrial fibrillation procedure, it was noted that there was a crack at the tip of the catheter. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.